Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to high contact resistance within the front panel membrane. The front panel membrane was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.